Event description:
Caller reported that pump battery would not charge, and there was no adverse impact to the customer's blood glucose level. Customer attempted to resolve the issue by using different wall outlets and charging accessories, but these efforts did not succeed. Technical support decided to replace the malfunctioning pump, instructed the customer to utilize multiple daily injections as a backup therapy, and coordinated the return of the faulty device.